Event description:
It was reported that customer stated intermittent catheter was incorrect and there was discrepancy on the diameter.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. No physical sample was returned, however, three photo samples were submitted. Evaluation of the photo samples noted two red rubber intermittent catheters appearing to have different diameters. The funnel ends and tips of the catheters appeared to have been cut off the body. As the physical sample was not returned, unable to verify whether the sample meets dimensional specifications. A potential root cause for this failure could be ¿operator error ¿. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. Corrections: e,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer stated intermittent catheter was incorrect and there was discrepancy on the diameter.